Event description:
Staar has received the following information from the customer: "I am contacting you, hoping to get more information regarding vision problems that have arisen after an icl implantation about a month ago. I have discussed my problems thoroughly with my specialist, but he seems to be lacking (optical) knowledge concerning this very specific problem and so far we have not been able to trace back the problem and hence identify a possible solution. In short, the problem is that I see consistent starburst and multiple halos, not only at night, but practically in all light settings except for bright outside environments (so: at night while driving, during daytime in office buildings, at the movies). I am having a pretty hard time trying to cope with this situation, but I'm getting by with pilocarpine drops that provide temporary relieve. I would like to make a well informed decision about whether it is a good idea to have the lens taken out again and in which timeframe, for which I'm calling upon your expertise. What can you advise me regarding explantation, timeframes, effect mitigation, etc.? Do you have descriptions or guidelines available for patients that experience similar optical artifacts after icl implant? I would be happy to provide more detail if this would help us to identify the problem even more specifically, regarding the exact optic effects that occur (double vision, first starburst ring, second starburst ring, first halo, second halo, ghost images). I have no detailed specs about my lens, apart from that it's a (B)(4)". Additional information has been requested but not yet obtained. If any additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4) surgical procedure, halo, starburst. (B)(4).